Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient made an appointment with their doctor to try and resolve their problems. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had pain at the implant site since the device was implanted. The healthcare professional had told them the pain would go away after time but it did not. The patient also reported that the stimulator never completely laid flat and the corner stuck out by their spinal cord. The patient stated that she had to lay on her left side at night because if she lays on her right side her body starts throbbing in pain. The patient also reported that the device did not cover her leg pain, and it only covered her back pain. The patient also reported knee pain and little electronic zaps where the stimulator was implanted on her left and right side and this occurred even when stimulation was off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still feeling pain around the ins site. The patient noted that the ins used to target pain in the back/legs, but following a programming session they were still feeling stim in the legs but it was not helping their pain and so they were using ice and heat.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient took a tumble and landed on their back which was painful. The patient reported that changing positions causes the feeling of stimulation to change. The patient stated that if they stood straight up with their shoulders back and chest out they can feel stimulation, but if they relax their shoulders at all they do not feel stimulation unless voltage is raised. The patient said that when they sit on their hip and turn sideways stimulation changes. The patient stated that their baseline pain goes from back pain that goes from their right buttock to their foot and the trial got rid of the foot pain, but not the back pain. The patient said that since implant their back pain is gone but their leg and foot hurt worse than before implant. The patient said their foot and legs feels so much vibration on the left side of their leg, but it doesn't hurt. The patient stated that where there is pain there isn't enough vibration.